Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of up to 32.0 mmol/l for 3-4 days. She was admitted to the hospital and treated with an IV drip, and her blood glucose stabilized. She restarted the infusion device, and her blood glucose increased to the 30.0 mmol/l range. The alleged product was requested for evaluation.